Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was found to be out of calibration and a component was found to be detached from the printed circuit board (pcb). This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box revealed multiple occlusion alarms. The piston was found to stop short during the load step. The pump was primed and an occlusion alarm was emitted during the first basal delivery attempt. Investigation revealed that the force sensor was found to be out of calibration and a component was found to be detached from the printed circuit board (pcb). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.